Manufacturer narrative:
Integra has completed their internal investigation on 1mar2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history was performed for 519110nd. The manufacturing lot is f9xt and it has been manufactured in january 2015. A non-conformity was opened as holes diameters of basis were found out of specifications for (B)(4) parts at incoming inspection. This part was reworked. This issue is not related to the topic of this complaint. No other anomaly was found during manufacturing and inspection of the parts especially for check of dimensions linked to targeting (localization of the drilling holes). A review of the complaint system was performed. This is the (B)(4) incident reported to newdeal about a misalignment of panta nail for the past two years. (B)(4) of them were not confirmed by complaint investigation. As instruments pn 519110nd is reusable instrument and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, about (B)(4)panta nail were sold. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4) percent. It is the second recorded for lot f9xt. (B)(4) items were manufactured for this lot. Lot failure rate is (B)(4). A review of the corrective and preventive action plans was performed. One corrective actions plan was recorded in september 2012 for misalignment of panta nail. Found root causes was possibility to misposition the nail and potential variations of drilling guides and reamers. As corrective actions, an inspection specification called sp010 was created for the inspection in kitting activities. This action is completed. Second action was the initiation of a new project to review panta nail instrumentation. This action is on-going. A review of non-conformance records is performed for the last two years. No record was found about improper specifications for targeting dimensions for panta support device 519110nd. Conclusion: given the description of the event and the observations made during the investigation, the root cause of misalignment is due to a damaged metal portion of support device that cause misalignment of the nail.

Event description:
It was reported the proximal compression rods and screws did not line up on the panta nail. The distal calcaneal screws were inserted without a problem. Once confirmed, the metal horseshoe was inserted through the jig and the proximal sheaths were inserted for the compression rod drill. The surgeon was instructed to ensure the sheath's were in contact with bone, prior to drilling. The surgeon drilled for the 1st compression rod and inserted the rod. He tried drilling for the 2nd but the drill bit kept hitting metal. Next, compression was performed using the compression wheel. Both proximal screws were drilled/inserted. It was identified via x-ray that the screws had missed. "The screws seemed a bit proximal to the screw hole lucency.&#55328;the horseshoe was removed. A lateral x-ray confirmed alignment was missed; all proximal screws and compression rod anterior to the nail. The surgeon tried to reinsert the horseshoe and re-drill, but it was determined that it wouldn't line up with the nail holes. The surgeon used free-hand technique to insert the proximal screws. The regional sales manager reported the devices were used according to instruction and there was still a misalignment event, resulting in additional drill holes in the patient's bone. There was a 60 minute surgical delay due to this device issue.